Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away. It was reported that the customer's blood glucose levels were 1200 mg/dl at the time of her death. The reported cause of death was that all of her organs were shutting down. It was reported that the customer was not wearing the insulin pump at the time of her death, and had been on life support for 23 days. Nothing further was reported.